Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical support, confirmed cgm error did not recur, and was advised to wait 20 minutes before starting sensor session, which customer understood and acknowledged.